Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that the patient developed pain under the lifevest. The patient described the area as rib and back pain due to garment being tight. There were no visible skin irritations. The patient was remeasured and provided with a larger sized garment. There was no alleged device malfunction contributing to the irritation. It's unclear if the nurse who spoke with support services, applied any creams or ointments to the skin irritation. Reporting out of the abundance of caution. The outcome of the irritation is unknown as follow up attempts were unsuccessful.